Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
The pacing threshold for this lv lead is above 3.0. At this time no action was taken and the device remains actively implanted. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.